Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix of the low-voltage pacing lead would not fully retract after it was extended and the helix continued to get caught in the venous system. The physician attempted a few times to extend and retract but the lead would not fully retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.